Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue button failed to appear. A technical support specialist (tss) remoted into the station, logged out and retried it to populate the button. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the issue button does not appear on the med issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.